Manufacturer narrative:
Additional information - d4 (UDI), d7a, d8, d9, h4 manufacturer evaluation: the complaint device was returned to the manufacturer for physical evaluation. A visual examination was performed which confirmed the distal braze failure/breakage. All returned non-conforming devices exhibited the same failure; a failure of the braze that connects the tube to either the lower jaw or dovetail. An investigation of the device manufacturing records was conducted by the manufacturer for the lot # of the device in question. No non-conformances were reported. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed in scrap related to the complaint issue. The supplier reviewed the work instructions (wi) for the tube sub assembly test procedure wi, the brazing procedure wi, and the brazed joint buffing wi and identified improvement opportunities. While the tube subassembly joint is 100% percent tested with a torsional force, there was no requirement for applying a bending force to the joint. Therefore, a manual bend test was added to the wi. Additionally, a review of the torque test fixture and accompanying wi, noted the potential for the tube to slip inside the collet during inspections allowing for a defective part to potentially pass this test. The tube sub assembly test procedure was further updated to note this potential failure mode and to define the process for cleaning the parts and fixture/collet with alcohol prior to use. A review of the brazing procedure wi revealed that the glass tube was too short to effectively seal the brazing area off from the surrounding environment. Without a proper seal the brazing area could have insufficient argon present to facilitate effective brazing. The brazing procedure wi was updated to include a check for this condition prior to brazing. Additionally, the supplier updated the wi to optimize the order of operations of when flux is applied, the soldering ring is assembled, and the tube is loaded. This change ensured that flux would be present throughout the entire joint space and allow for proper solder travel. Furthermore, a functional review and visual examination of the nest, which the tube sub assembly sits into, was performed. This review revealed that the two argon access holes were clogged. Therefore, the associated preventative maintenance activities were updated to monitor the access holes and prevent a recurrence of buildup. Finally, the supplier updated the brazed joint buffing wi to note the potential failure mode of excessive buffing, which could remove too much material and weaken the joint. The investigation into the cause of the reported problem was able to confirm the failure mode of a distal braze failure/breakage. This event likely occurred due to inadequacies in the defined production process which limited the device performance. Therefore, the most probable root cause is considered to be manufacturing related. Aesculap inc. Opened a corrective action/preventive action (CAPA) for further evaluation of the design transfer of this device.

Event description:
No updates.

Manufacturer narrative:
Manufacturing evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a prestige grasper. The incident did not occur in surgery and there was no patient harm. The grasper was being inspected after decontamination; while it was re-assembled, it was noted that the instrument had separated at the tip. Clarification of the malfunction is expected.

Manufacturer narrative:
The samples that were provided were sent to the manufacturing site for evaluation. Results of the investigation show that the root cause for the thumb-loop welding assembly was determined to be related to inconsistencies in the manufacturing process at the welding area for lots beginning with an "m". As a result, these complaints have been confirmed by the aesculap qa team. The investigation is still on-going for the distal jaw assembly; however, we have received the devices and can confirm these product failures, at this time. Furthermore, aesculap has identified the product potentially affected by these issues and is working with the manufacturer of these devices to institute appropriate corrective actions and control measures to detect and prevent this issue from recurring.